Manufacturer narrative:
This report is submitted october 26, 2018.

Event description:
Per the clinic, the patient developed an infection and subsequently was administered IV antibiotics on (B)(6) 2018 for ten days. The issue did not resolve and the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 20, 2018. (B)(4).